Event description:
The needles don't slide thru the skin as easily. The hash marks are difficult to read, especially with b12. The plunger moves too easily; adjustment needed after each med drawn up and vial pulled away. Barrel doesn't "feel good" in the hand - it feels awkward, the needles are placed so loosely (on the barrel) they have fallen off before they could be tightened up. The extra numbers/hash marks on the left could be confusing if a nurse isn't careful.

Event description:
Add'l info rec'd from MFR 10/19/04: MFR has been trying to get more info MFR has not heard back from rptr. Rn only said that the needle is dull and the markings are unreadable and said that MFR should discuss this matter with their qa dept. MFR asks that this complaint be closed as exel is unable to obtain more info. MFR also believes that this is not a legitimate complaint as MFR sells this product with the same lot number to other customers who have not complained of this situation. Therefore please be kind to deem this complaint to be closed for insufficient details and improper reporting.